Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An e102 error presents when the lamp goes out and is not a temperature switch error. Based on the results of the investigation, it is likely there was no device malfunction and the lamp went out accidentally because the lamp was close to the lifetime.

Manufacturer narrative:
The e102 is displayed when the light source has encountered a temperature switch error. The temperature inside of the light source has increased, and a safety mechanism is working. The olympus sales rep contacted the customer and recommended sending the clv-190 light source in for repair. To date, the device has not been received by the repair center. No additional information has been provided by the customer.

Event description:
An olympus sales rep called to report an e102 "clv lamp gone out" error posted on the monitor from the clv-190 light source connected to the cv-190 processor. There was no report of consequence or impact to the patient.